Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was explanted and replaced. During the replacement procedure, while cautery was used the device switched to unipolar pacing and the patient experienced significant pocket stimulation. The device was manually programmed to bipolar and the stimulation ceased. The device was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.